Event description:
It was reported that during an ultrasound guided prostate biopsy through normal density tissue, a foreign object was allegedly found surrounded on the needle tip. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to have residue throughout and the device was returned half primed, leaving the sample notch exposed. It was noted that there was a foreign material was returned enclosed on a yellow sticky note. Further functional testing was not performed, due to the nature of the complaint. Additional ftir analysis results shows, that the unknown material was consistent with a titanium alloy coated with significant human contribution (dried blood/plasma). Upon reviewing product documentation and the manufacturing site, it was noted that titanium alloy is not used during the manufacturing of maxcore disposable core biopsy instruments. Therefore, it is not considered as a manufacturing issue. One electronic photo was provided and it was reviewed. The provided photo shows a foreign material like substance was observed in a product packaging. Based on the photo review, the reported failure can be confirmed. Based on both the photo review & the returned sample analysis, the investigation is confirmed for the reported device contamination with chemical or other material issue as the foreign material was noted with the device. A definitive root cause for the alleged device contamination with chemical or other material issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2025), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostate biopsy through normal tissue, the device allegedly found foreign object surrounded needle tip. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.